Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd¿ 20 ml syringe with needles experienced the needle tip breaking off. The following information was provided by the initial reporter: when opening the package in hepatobiliary surgery, it was found that the connection between the needle tip and the syringe was broken.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2105143. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected sample was returned for evaluation by our quality engineer team. Through inspection of the picture, the tip of the syringe was observed broken. The material used to manufacture the discardit syringe has been selected and tested to resist normal conditions of us. The assembly machines have an in-line detection system that inspects all product and automatically rejects any damages identified. Based on the preventive measures in place, we believe that the syringe became damaged due to a blockage in the barrel feeding process. The tip became damaged and went undetected in the assembly machine, later resulting in breakage. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported that 2 bd¿ 20 ml syringe with needles experienced the needle tip breaking off. The following information was provided by the initial reporter: when opening the package in hepatobiliary surgery, it was found that the connection between the needle tip and the syringe was broken.